Event description:
The pt experienced pain. Revision surgery revealed polyethylene wear of the acetabular linear. The femoral head component was also removed at this time.

Manufacturer narrative:
Summary of evaluation: examination results indicate that the device is in good condition, also noted by the medical opinion.